Event description:
At the end of a transcatheter aortic valve replacement (tavr) procedure, the device detached and a portion remained in the patient requiring additional intervention. Anesthesia inserted a central venous line at the right internal jugular and interventional cardiologist placed a temporary pacemaker through the line, and the procedure was completed. At the end of the procedure, infiltration was noted at the access site and it was decided to remove the sheath. Upon removal of the sheath, it separated leaving approximately 9cm of the sheath in the patient. Using fluoroscopy, an interventional cardiologist went through the groin and retrieved the detached portion of the device. A venous ultrasound was performed which confirmed there was no additional harm to the patient.

Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported detachment remains unknown.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3005334138.